Event description:
N/a.

Manufacturer narrative:
As reported in a research article, valve-in-valve t avi in a patient with dextrocardia, situs lnversus, and challenging commissural alignment. A 21 mm epic supra valve was implanted during surgical aortic valve replacement in 2013. Later, the patient developed severe aortic stenosis, leading to a transcatheter valve-in-valve procedure using a 23 mm evolut fx+ valve. At 30 days post-procedure, the patient showed improvement with no paravalvular leak and a transvalvular gradient of 29/15 mmhg. A more comprehensive assessment could not be performed as the event was non-contemporaneously reported through a literature review and no device was received for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. It may have occurred due to procedural issues or patient-related complications, but this could not be confirmed. The reported surgical intervention was result of case specific circumstances, as valve-in-valve is implanted. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.

Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. D4: the UDI number is not known as the part and lot number were not provided. Literature review: valve-in-valve t avi in a patient with dextrocardia, situs lnversus, and challenging commissural alignment

Event description:
The article, "valve-in-valve t avi in a patient with dextrocardia, situs lnversus, and challenging commissural alignment", was reviewed. The article presented a case study of an 81-year-old male patient with dextrocardia and situs inversus. It was reported that on an unknown date in 2013, a 21mm epic supra valve was chosen for surgical aortic valve replacement. It was then reported on an unknown date, the patient developed severe aortic stenosis. A decision was made to perform a transcatheter valve-in-valve procedure with a 23mm evolut fx+ valve. At 30 days, the patient's condition was reported improved with no paravalvular leak and a transvalvular gradient of 29/15mmhg. [The primary author and corresponding author was simon cheung-chi lam, cardiology division, department of medicine, queen mary hospital, the university of hong kong, 102 pok fu lam road, hong kong, china, with corresponding e-mail: drsimonlam@gmail.com]